Manufacturer narrative:
Concomitant medical products: product ID: 8703w , lot# l37848, implanted: (B)(6) 1996, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8703w lot# l37848, ubd na, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that at the last refill, there was a discrepancy in that the physician expected approximately 5 ml and got a residual of 15 ml. On (B)(6) 2018 the patient was taken to the operating room to replace the pump. The catheter failed an aspiration test and was replaced. The patient was presumed to be naïve to the intrathecal baclofen therapy given that lack of system patency, so the new pump was filled with lioresal (2000 mcg/ml) and the initial simple continuous dose was programmed to approximately 200 mcg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 3 000mcg/ml at 1050mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported a motor stall. Per telemetry logs, a motor stall occurred on (B)(6) 2018 at 14:42 and stopped pump period may exceed tube set on (B)(6) 2018 at 14:42 and motor stall recovery on (B)(6) 2018 at 12:21, motor stall on (B)(6) 2018 at 16:09, stopped (B)(6) 2018 at 22:34 with stopped pump period may exceed tube set on (B)(6) 2018 with a motor stall recovery (B)(6) 2018 at 13:42, motor stall on (B)(6) 2018 at 22:34 and stopped pump period may exceed tube set on (B)(6) 2018. The patient was hospitalized for a uti (urinary tract infection). The patient reported increased spasticity at the same time and the two were thought to be related. The patient reportedly underwent plain x-rays but no an MRI. The managing healthcare provider spoke with another physician who would be arranging a pump replacement. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments. If information is provided in the future, a supplemental report will be issued.